Event description:
It is reported that the patient experienced a dislocation with the head of the special-dislocation in-line fuse constrained inlay.

Manufacturer narrative:
This report will be amended when our investigation is complete.